Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited an air in the purge alarm. The staff tried to de-air the device and replace the tubing; however, this did not resolve the issue. The device also would not recognize the cassette. The device was replaced with another aic and the procedure was successful. No report of patient harm or injury related to this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Device logs from the complaint date revealed the air in purge system alarm and confirmed that no purge pressure increased after the forward movement of purge piston. Clinical staff performed the de-air wizard accordingly, and successfully de-aired/ cleared the alarm during on-site troubleshooting. Later, the console issued the purge disc not detected alarm occurred several times. Reinsertion of pc/ purge disc was observed, yet the console still had problem in detecting purge disc. Device analysis: the issues with properly detecting the purge pressure disc were reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Also, dextrose residue/ contamination was found in purge insert. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.